Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, during the preparation, the first fire was tested outside the patient and it was noticed that the bands failed to deploy as they were twined together. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, during the preparation, the first fire was tested outside the patient and it was noticed that the bands failed to deploy as they were twined together. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. ***additional information received on january 12, 2021*** it was reported that a speedband superview super 7 device was used in the stomach.

Manufacturer narrative:
Block h6: problem code a050501 for the reportbale issue of bands failed to deploy. Conclusion code d17 is being in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Additional information: block b5 (describe event or problem).